Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh erosion, dysuria and recurrent urinary tract infections. A posterior repair with interzene, posterior perineorrhaphy procedure and a removal of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.